Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device would not hold the blade devices was confirmed. An assessment was performed and it was observed that the device straining ring locking mechanism was found to have come apart due to loctite degradation, and the unit failed the check saw blade coupling assessment since the locking mechanism could not be opened to insert the blade. During repair it was observed that the locking mechanism was loose, the straining ring came off the oscillator head base, there was an unknown liquid substance in the slide sleeve, the oscillator head base was cracked, and the fork and oscillator head were worn. The assignable root cause for was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing it was observed that the battery oscillator device would not hold the blade devices. During manufacturing evaluation it was observed that the unit straining ring locking mechanism was found to have come apart due to loctite degradation, and the straining ring came off the oscillator head base. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.